Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a system implant on (B)(6) 2017. During the procedure a perforation occurred. On (B)(6) 2017 during a post operation check, the asymptomatic patient's right atrial lead exhibited intermittent loss of capture. The physician believed fluid build of from the perforation contributed to the loss of capture. The lead was reposition successfully. The patient was stable throughout.